Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the server and verified that the extract, transform, load (etl) process was working. The tss confirmed that the issue had self-resolved. The customer proceeded with case closure. The system functioned as intended when the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server an extract transform load (etl) process delay had occurred. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.